Manufacturer narrative:
Based on the completed investigation, the malfunction of no image was due to a damaged white cap. The cause of the cut on the pink rubber, and the root causes of the reported malfunction could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, a cut was found on the ultrasonic gastrovideoscope's pink rubber. Additionally, the device did not display an image. There was no patient involved.